Event description:
During a coronary intervention, the balloon of a durastar ptca balloon catheter burst at 14atm. The unit was removed without difficulty and no patient injury occurred. The target site in the distal rca was described as a heavily calcified and highly tortuous 99% in-stent restenosis of a non-cordis stent. The lesion was successfully wired and a 1.5/10mm balloon was used for initial inflation. A 2.5/10mm durastar was then advanced to the lesion, but it ruptured upon inflation. A different balloon was used to complete the procedure. It was the physician's opinion that "the cause of this event might be the balloon became stuck".

Manufacturer narrative:
The product was not returned for analysis; it was discarded at the hospital. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint could not be confirmed without a product return. Review of the available information suggests that vessel/lesion characteristics may have contributed to the event.